Event description:
In 2003, the physician called to report extended charge times. The physician indicated that the pt had suffered from episodes of ventricular fibrillation in the past, and that the charge time was clinically unsafe for the pt. The device will be scheduled for explant. In 2004, the ICD was received indicating that the device was explanted due to suspected early battery depletion.